Event description:
It was reported that a user experienced a malfunction of the sleep/wake button on the ilet device, characterized by intermittent unresponsiveness despite multiple restarts and confirmation of good battery status and no moisture, and the user was guided to install a pending firmware update after which the button responded. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no alarms. Investigation included customer service troubleshooting and education, confirmation of device condition, and a firmware update. Investigation of this case revealed an intermittent device control issue localized to the sleep/wake button, with functionality restored following software update and no evidence of contamination or power deficiency. It was concluded, based on previously established findings for similar reports, that the cause was unknown but potentially related to software.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.